Event description:
Pt tested 229mg/dl on a lab and 2 mins later 53 mg/dl on the device. No treatment info provided. Qcs were used fell within acceptable limits. Requested return of the suspect device, but customer declined returning the product.